Event description:
Virtus clinical study. It was reported that in-stent restenosis occurred. Balloon angioplasty was performed after which an 18mm x 60mm wallstent was selected to treat in-stent restenosis and was implanted within the left iliac vein confluence extending into the inferior vena cave completion venography demonstrated brisk contrast flow from the common femoral vein through the inferior vena cava (ivc), with no evidence of residuals stenosis or compression at the iliac confluence. The subject had an uncomplicated post-operative course and was discharged on (B)(6) 2016. On (B)(6) 2016, the subject had a follow-up visit at the clinic and reported no issues or concerns. On (B)(6) 2017 a small amount of narrowing of the bsc wallstent was observed. The subject was brought back on (B)(6) 2017 for venogram and intravascular ultrasound (ivus) imaging. From common iliac to external iliac vein, contrast imaging showed approximately 45% in-stent stenosis, while ivus imaging confirmed the measurement demonstrating approximately 43% in-stent restenosis. There was approximately a 40% collapse or scarring at the central portion of the wallstent. Therefore, balloon angioplasty was performed from the inferior vena cava through the proximal common femoral veins using a 16mm x 40mm non-boston scientific balloon centrally and a 12mm x 40mm non-boston scientific balloon peripherally. Ultrasound imaging showed both common femoral veins to be widely patent.